Manufacturer narrative:
(B)(4). Date sent 2/5/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open gastrectomy, firing lever was stiff to move when the nurse was preparing the device. The nurse attempted to open it forcibly, and it broke. The firing knob could not be fixed at where ¿return the knob here¿ was written. The metallic parts seem to be appeared. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent:2/26/2024. D4: batch #634c23. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: with the instrument closed, the firing knob is rotated to either side of instrument. In its pre-firing position, the firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. If firing knob is not in ¿return knob here¿ position, return the firing knob to the original preferring, ¿return knob here¿ position. The cartridge/reload cannot be inserted unless the firing knob is in its original position. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis.  A manufacturing record evaluation was performed for the finished device batch number 634c23, and no non-conformances were identified.